Event description:
Boston scientific received information that the patient had difficulty in setting up communicator. A boston scientific company representative performed troubleshooting and confirmed that the communicator needed to be replaced. A return label and a communicator replacement were sent to the patient¿s home. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the communicator was confirmed due to a shorted wand capacitor problem which is tracked by (B)(4). An internally shorted c8 47ufd capacitor on the wand controller board (wcb) was the primary cause of the interrogation failure. A burned q2 transistor and shorted d1 diode were visually confirmed on the inductive controller daughter board (icdb).